Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a telescope guide extension catheter and a resolute onyx coronary drug eluting stent to treat a moderately tortuous and moderately calcified lesion with 90% stenosis in the mid circumflex. Resistance was not noted while removing the resolute onyx from the packaging. The devices were inspected with no issues noted. The telescope was prepped per IFU with no issues noted. There were no issues noted while loading the stent on to the wire. Resistance was not encountered when advancing the telescope and excessive force was not used. It was stated that despite the lesion being tortuous, the area where telescope was proximal to the tightened area was not tortuous. It was reported that the telescope was successfully delivered to the lesion. An attempt was made to advance the stent through the lumen of the telescope, when it got caught and the stent become deformed. The stent became misshaped after passing through the telescope and entered the patient vasculature. Under fluoroscopy, the physician noted that the stent was not being tracked accordingly and looked deformed. The stent was removed from the telescope and it was suggested that the telescope inner lumen/lining seemed to be damaged causing the stent to be deformed. The stent also became dislodged from its balloon due to the telescope having a flaw in its inner lumen. The stent was removed using a snared. The procedure was completed. No further injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a telescope guide extension catheter and a resolute onyx coronary drug eluting stent to treat a moderately tortuous and moderately calcified lesion with 90% stenosis in the mid circumflex. Resistance was not noted while removing the resolute onyx from the packaging. The devices were inspected with no issues noted. The telescope was prepped per IFU with no issues noted. There were no issues noted while loading the stent on to the wire. Resistance was not encountered when advancing the telescope and excessive force was not used. It was stated that despite the lesion being tortuous, the area where telescope was proximal to the tightened area was not tortuous. It was reported that the telescope was successfully delivered to the lesion. An attempt was made to advance the stent through the lumen of the telescope, when it got caught and the stent become deformed. The stent became misshaped after passing through the telescope and entered the patient vasculature. Under fluoroscopy, the physician noted that the stent was not being tracked accordingly and looked deformed. The stent was removed from the telescope and it was suggested that the telescope inner lumen/lining seemed to be damaged causing the stent to be deformed. The stent also became dislodged from its balloon due to the telescope having a flaw in its inner lumen. The stent was removed using a snared. The procedure was completed. No further injury was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.